Event description:
The patient expired. Review of the segms showed t-wave oversensing in 2009. The device charged and delivered therapy. The device makes a second attempt to charge; it was aborted. It is believed that the lead arced to the ICD at this time.

Manufacturer narrative:
A partial lead was returned, 28 cm in length. Visual inspection found insulation abrasion at 21.1cm from connector pin, and the rv etfe coating was abraded through. Sem photo showed the filars of the rv cable were fractured. The abrasion noted was consistent with that caused by friction to the ICD can.